Event description:
The patient reported they went to the hospital due to palpitations and chest tightness and an examination revealed an arrhythmia. The patient was informed that their symptoms might be caused by the pacing mode of the implantable pulse generator (ipg). The ipg was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).